Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days. Beginning (B)(6) 2015 rv pacing impedance has been varying up to 2907 ohms and down to 342 ohms. Rv defib and svc defitb impedance trends are in range and holding steady. Beginning (B)(6) 2015, vt-ns episodes with evidence of lead noise oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing sensing integrity counter (sic) and varying impedances. The transmission also noted previous alerts for high pacing impedance and high impedance on the rv defib coil. A possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.